Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a kink found in the tubing. The product was changed out, there was no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device; visual inspection could not confirm that there was a kink in the tubing; however, it did confirm an indentation in the tubing. The indentation in the tubing was caused by tie-bands possibly due to the shift in layered items during shipping and sterilization. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).